Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This is an interim report.

Event description:
In (B)(6) 2018, the recipient reportedly experienced an infection at the implant site. The recipient presented with pain and irritation. The recipient was prescribed clindamycin and recommended device non-use. After one week, the issue was not resolved. On (B)(6) 2018, the recipient underwent skin flap surgery. The clindamycin prescription was maintained until the recipient was explanted on (B)(6) 2018. The recipient's infection resolved after explant surgery. The recipient will be reimplanted at a later date.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The residual gas analysis result was above the limit indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. This was explanted for medical reasons. The device passed the electrical test performed. This is the final report.